Event description:
It was reported that post cryo ablation procedure the patient developed a pericardial effusion. The patient had a pericardiocentesis and fluid continued to build and the patient was taken to the operating room for a repair for the effusion. It was additionally reported that the patient died eleven days post procedure. Follow up occurred, but no further information has been obtained at this time.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.